Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with sterile packaging inspection procedure, each individual part should be verified correct and all previous production order sign-offs should be verified as complete in order to corroborate that all inspections and procedures have been completed accordingly. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: e2 (reporter is a healthcare professional).

Event description:
It was reported that, while performing a tka, during the implantation procedure, a small metal tap came off from the legion hk 11mm bolt - sleeve upon impaction and tightening with torque wrench. The piece was removed from the patient. The metal tooth was very narrow and was disposed of. The procedure was resumed, without any delay, using the same device.

Manufacturer narrative:
Internal complaint reference (B)(4).